Manufacturer narrative:
The reported complaint of air in line could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional contact information: (B)(4).

Event description:
The event involved an 8" ext set with 0.2 micron filter, clamp, rotating luer and it was reported that patient receiving venofer infusion using portless line requiring hereditary hemorrhagic telangiectasia (hht) filter. Three hht filters were attempted to be used with this patient. Air bubbles continued to keep appearing from hht filter attachment. Hht filter with a different lot was used and works well with no air bubbles. There were no patient harm and minimal delay.